Event description:
During the procedure, dripping was noted from the agilis sheath. The catheter was not inserted, only the wire. The sheath was replaced but dripping occurred again, though it was less. The procedure was completed with no adverse consequences to the patient.